Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary: according to the information received the psee45a device, cartridge installation issue. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload present. The reload was received unfired, with 4 double driver and 2 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. In addition a reload pan was found lodged inside the channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that the stapler worked fine for the first 5 reloads. The 6th reload could not be inserted because something was blocking the reload and kept preventing it from insertion. New stapler was unpacked to be able to finish operation. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. (B)(4). Investigation summary: according to the information received the psee45a device, cartridge installation issue. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload present. The reload was received unfired, with 4 double driver and 2 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. In addition a reload pan was found lodged inside the channel. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that the stapler worked fine for the first 5 reloads. The 6th reload could not be inserted because something was blocking the reload and kept preventing it from insertion. New stapler was unpacked to be able to finish operation. No patient consequences reported. No further information is available.